Event description:
It was reported that during a procedure, when customer was checking the tubing set before connecting to the catheter and after sensor control, realized that micro bubbles were formed. The procedure was completed after changing the tubing system without any patient consequence.

Manufacturer narrative:
(B)(4) are related to the same event.

Manufacturer narrative:
(B)(4) it was reported that during a procedure, when customer was checking the tubing set before connecting to the catheter and after sensor control, realized that micro bubbles were formed. The returned unit was serviced and it was found that the bubble sensor was defective and the issue was resolved by replacing it. Functional and safety test was performed as well as the preventive maintenance. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.